Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2014 with the following findings: the black box recorded cs 128-fe88, received cs 128-fe88 during investigation. Unable to complete 24hr test due to cs alarm. Visible moisture in display. Leak test failed due to display lens leak. The battery compartment was cracked at the threads. There was no moisture in the battery compartment. Battery current test passed. Opened pump and removed from case. There was moisture on all internal surfaces and on battery connection, and power supply circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.